Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited bipolar lead impedance warning. The lead remains in use. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154878.